Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016 the patient fell asleep while the lvad system was connected to battery power. The external batteries depleted, and the patient did not wake up to the alarms. The system controller¿s backup battery operated as expected, and the lvad was supported until the backup battery was depleted. When the backup battery was depleted, a pump stoppage event occurred. The patient woke up and connected the lvad system to the power module, and pump function resumed. The patient estimated that the lvad was stopped for approximately one hour and forty five minutes. The patient then exchanged the system controller successfully. Log file analysis performed by the manufacturer¿s technical services representative confirmed the pump stoppage. After pump function resumed, the log file revealed that the device operated as expected. The system controller log file also revealed that a similar event had occurred on (B)(6) 2016. It was reported that the patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The report of pump stops due to depleted batteries was confirmed based on the evaluation of the submitted system controller log files. The log files from the patient¿s primary and backup system controllers contained separate occurrences of active low battery hazard alarms. These alarms were followed by a no external power alarm, and engagement of the emergency backup battery. Once the emergency backup battery engaged, the pump remained in power save mode until the emergency backup battery depleted and the pump stopped. The events captured in the log file are consistent with the report that the patient fell asleep on batteries, and depleted their batteries, causing the pump to stop. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.